Event description:
The clinician reports, that the day the implant was placed in ada 3. Failure occurred upon insertion. Details of surgery: implant surface not completely covered with bone. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.